Event description:
During an endoscopic stone extraction procedure, the physician used a cook endoscopy fusion omni-tome sphincterotome. This device has a break through channel that allows the wire guide to separate from the wire guide lumen of the sphincterotome. Beginning at the proximal end of the sphincterotome catheter near the handle, the wire guide will separate from the sphincterotome's wire guide lumen. This separation continues along the length of the sphincterotome catheter until resistance is met at the radiopaque band located on the catheter near the distal end. At the moment, resistance is encountered, the break through channel is no longer used and the remainder of the sphincterotome is removed from the wire guide by withdrawing the catheter off the wire guide. In this case, the fusion omni-tome was advanced into position and the break through channel was utilized to separate the wire guide from the sphincterotome catheter. The wire guide separation from the break through channel advanced all the way to the very distal end of the sphincterotome catheter and did not stop at the radiopaque band. An extraction balloon was used to continue the procedure by sweeping the bile duct to remove the bile duct stones. At this time, the user noticed the radiopaque band to be loose in the duodenum along with the bile duct stones. This band is cylindrical in shape and measures approximately 3mm in length; 2.8mm in diameter. The radiopaque band was not retrieved from the patient; it was left to pass naturally through the gastrointestinal tract. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The radiopaque band is not on the returned sphincterotome and was not included in the return. The break through channel had been utilized and the wire guide had separated all the way through the distal tip of the sphincterotome, beyond the original location of the radiopaque band. The outer diameter of the tubing was verified to be within manufacturing specifications. A discrepancy or anomaly that could have contributed to band separation from the sphincterotome was not observed during our laboratory analysis of the returned product. A review of the fusion omni-tomes remaining on the finished goods shelf was conducted. One device from each lot was pulled from the finished goods shelf at the warehouse. A total of sixteen (16) sphincterotomes were returned as part of the investigation. A manual verification was performed to ensure the security of the bands. The break through channels were utilized with a wire guide to ensure proper functionality. All sixteen (16) sphincterotomes inspected functioned appropriately. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use of conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such a patient anatomy, endoscope positon or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all fusion fusion omni-tome sphincterotomes are subjected to a functional test to ensure device integrity. This test includes a manual verification to ensure the security of the band. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate internal personnel have been notified of this occurrence in an effort to heighten awareness. Out of an abundance of caution, a training session was held with the appropriate manufacturing personnel in response to this report. No further action warranted at this time because our evaluation of unused product did not reveal a discrepancy. The complaint risk priority number (crpn) for this type of occurence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.